Event description:
Nodes, breast infections; nephritis, blood pressure problems, rheumatoid arthritis, implant leakage is possible. Breast pulling and tightening, left implant is smaller than right. Back pain radiates under right arm into to back. Arthritis in hands and back and knees, joint swelling, pain and stiffness in am, muscle fatigue, hand and finger swelling, fatigue, breast tenderness general aching and stiffness, fingers and feet coldness, weight gain, malpositioned implants. Visible outlines of implants, implant noises.